Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead noise and intermittent atrial undersensing. X-rays of this right ventricular (rv) lead revealed externalization of the conductor from distal to coil. However rv pacing and sensing were stable. It was noted that the patient was scheduled for an ablation procedure, and lead revision was anticipated at device changeout. This ICD system remains in service at this time. No adverse patient effects were reported.